Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate taht the device broke. There was no pt consequence. Additional info rec'd on 12/9/97. It was stated by the affiliate that the housing of the device was broken.

Manufacturer narrative:
Tracking #.47675. Ees #.997584/j. H2.3,6; g4: added addition info d6: corrected field to read na endopath dilating tip trocar: based upon inquiry info received, and visual examination, the reported event was confirmed. The cannula was received separated from the housing. No conclusion could be reached as to how the reported event occurred.